Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the front panel aging deterioration of the subject device due to long-term repeating use passing more than 12 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The front panel of the subject device was worn.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was blinked at the preparation for the unspecified diagnostic procedure. The user changed to another similar device and completed the procedure. There was no patient injury associated with this report.